Event description:
It was reported that when using the bd pyxis¿ medbank mini, the validation code was not working, and the user was unable to issue item. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the validation code was not working. A technical support specialist (tss) confirmed that item xanax 0.5 mg being added to the patients profile. Pharmacy was required to provide an override code for the patient. The system functioned as intended after the technical support specialist investigated the device.